Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported their teeth are still not quite straight and that their gums on one lower front tooth are receded. The patient was seen by their dentist and the dentist was not concerned with their status however since then their gums have become sensitive with some bleeding.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.